Manufacturer narrative:
Logfile review of case showed that the treatment was interrupted due to laser system error. During the site visit territory manager confirmed the problem, and noted that the laser stopped firing at 4% into a procedure, with an energy message "err 21-secondary energy out of range". The tm replaced the blower motor that couples to the laser head internal fan and successfully completed the system verification. Investigation is on-going and the root cause has not been identified. (B)(4).

Event description:
Laser technician reported low pressure system error message was received during treatment on one case, after which the laser would not fire. Remaining treatment was completed the following day and there were no pt outcome issues reported. Field engineer's review found that the laser stopped firing after an energy message was received, at 4% into the procedure.